Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips that the ECG connector is broken therefore cannot detect patient's ECG. Per philips fse, there was no patient involvement.